Event description:
It was reported that during a breast biopsy as they retrieved several samples, the cutter went 1/2 way through the aperature and stopped. They then received an l3-017 error code. They started the 2nd site and while using another probe, the cutter advanced 1/2 through the aperature, stopped and they received the l3-017 error code, approximately 8 samples were retrieved before receiving the error code. There was no patient consequence reported. Case was completed using the st holster.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.